Event description:
The customer reported that the jaw's of the clamp scissored while on the aorta. On 8/9/1999, applied medical resources received additional info from one of the sales rep who reported that when the clamp scissored, the dr removed the clamp and used a larger sized clamp to complete the procedure. No further complications were reported.